Event description:
It was reported that the ilet device intermittently froze with the screen becoming unresponsive despite restarts, consistent with a touchscreen/key input issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a video demonstrating the freezing behavior. Investigation of this case revealed a software problem associated with unresponsive key or button inputs involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.